Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing resulting in false pause. No changes or interventions were performed; the icm will continue to be monitored. The patient was in stable condition.